Event description:
Inserted 9/23/97, on 10/3/97 the mother brought the child to the ER, the catheter was cut near the hub. The PICC was removed and not replaced since the child was 1 week from finishing antibiotic treatments.